Event description:
It was reported that no disposable pump alarm on cadd legacy pump serial number 412807( not smiths serial number) after new prefilled remodulin cassette attached. Cassette was changed to back up pump and running without alarm. Pump replaced. No further details provided. No patient injury.